Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had premature battery depletion as it only lasted 13 months. The patient had high settings and implanted for dystonia, but the physician felt too fast. The ins was replaced.

Event description:
It was reported that the patient had premature battery depletion as it only lasted 13 months. The patient had high settings and implanted for dystonia, but the physician felt too fast. The ins was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.